Manufacturer narrative:
Patient weight is unavailable. Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A cardiac lead extraction procedure to remove 2 fractured lead, (15 yr old right atrial and right ventricular). Ra lead was 1728, rv lead was riata dual coil screw lead. Spectranetics lead locking device was utilized as the traction platform in both leads. Physician attempted to remove the rv lead first. He had difficulty getting the spectranetics glidelight laser sheath over the rv lead due to the lead fraying; he then tried the spectranetics tightrail rotating dilator sheath over the rv lead as well. It was discovered that the rv lead had externalized into the outer wall of the inferior vena cava (ivc). The physician stated that using traction forces on the rv lead caused a perforation in the ivc. Rescue efforts began, including transfer to or from electrophysiology lab. The ivc tear was repaired successfully and both leads were removed post sternotomy. Patient survived the procedure.